Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling and miniarc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure stress urinary incontinence and a mesh was implanted. Concomitantly the patient underwent a partial hysterectomy it was reported that due to dyspareunia, urinary disturbances and abdominal pain, patient underwent mesh removal on (B)(6) 2008(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse, cystocele, and rectocele. The patient underwent diagnostic laparoscopy, mesh removal, posterior repair, vaginal septum removal on (B)(6) 2011. It was reported that patient underwent laparoscopic lysis of adhesions, right ovarian cystectomy, right salpingectomy and a cystoscopy on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic pelvic pain, dyspareunia, chronic urinary urgency, and chronic urinary tract infections. It was reported that patient concurrently underwent supracervical hysterectomy.

Event description:
It was reported that following insertion the patient experienced chronic pelvic pain, dyspareunia, chronic urinary urgency, and chronic urinary tract infections. It was reported that patient concurrently underwent supracervical hysterectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.